Event description:
It was reported that impactor broke while impacting. No pieces fell in the patient, and all pieces were recovered. No delay or injury reported.

Manufacturer narrative:
The device failures in this complaint have been identified and confirmed. No investigation is necessary as this failure mode has been previously identified. Corrective actions have been previously implemented by the supplier in september of 2013 to prevent recurrence of this failure mode. The device(s) in this complaint were manufactured prior to the implementation of those corrective actions. A complaint history and DHR review not performed for this event, as no manufacturing, packaging or labelling defects were associated with the reported failure. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary.